Event description:
Resmed CPAP, app giving incorrect readings in the morning and the readings change throughout the day. You have no idea if the readings from last night are correct. No knowledgeable tech support from (B)(6) (the machine supplier) (B)(4), and I have been trying for days to talk with a knowledgeable tech support by phone or email at resmed (machine mnfr) and everything is failing. I posted a review on maxcare's website, but I think it's been removed. I have that on my google drive and can send you the link. It explains everything that's going on in detail, and the issue could potentially be serious enough to cause health problems. My name is (B)(6). This is a serious issue and needs to be addressed immediately.